Manufacturer narrative:
This device was returned for service, however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that there were pin holes by the muffler and the rotations per minute (rpm) below specification due to the holes in the hose. Therefore, the reported condition was confirmed. It was further determined that there was damage on location one of the muffler. The assignable root cause was determined to be due to component damage caused by the manufacturing fixture. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device had pin holes in the muffler and rotations per minute (rpm) below specification. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.